Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the trigger on the battery oscillator device was blocked and jammed. It was further determined that the trigger button was stuck completely and the center sleeve of the trigger locking pin and controller were damaged when they tried to turn the trigger. It was further determined that after the device was disassembled, a lot of water was discovered inside the saw head and the bearings were damaged. During pre-testing the device failed the trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(4) 2016 the initial report. The date has been updated to (B)(4) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.